Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified solution, at an unspecified rate. After an unspecified length of time, it was reported that the tubing separated from the "ex temporane injection site." The customer contact indicated that the pt experienced a reported important blood loss. No specific details were provided. Though requested, no additional information was provided including clarification of ex temperance injection site, if the tubing set was replaced and the therapy was resumed, if there was any delay of therapy critical to the pt, if any medical interventional's were required, and the pt outcome.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The lot number of the device that was in use is unknown. The customer contact identified a possible lot number (plots). The possible lot number is 232075h. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number listed in the "other" field. The domestic list number has a common device name of 80frn and has a 510k of k982159. This report represents all the information known by the reporter represents all the information known by the reporter upon query by hospira personnel.